Manufacturer narrative:
Product event summary: case data files were returned and analyzed. No log data files were returned. The case lesion summary was shared and the steam pop issue could not be confirmed through the data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated there were no signs of injury after the steam pop.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a radiofrequency (rf) ablation procedure on the cavotricuspid isthmus (cti) line using a sphere-9 catheter, a steam pop occurred. A temporary injury was noted as a result of the event. The catheter was not replaced and no interventions were reported for the temporary injury. The procedure was completed. No further patient complications have been reported as a result of this event.